Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. A connector pin and the cable loom were replaced. The system was tested and operates as intended.

Event description:
The customer reported that there was intermittent picture failure on the 7700 system. No patient injury was reported.